Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -5.5/2.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On 26-oct-2023 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Return date: 23-feb-2024. Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic and haptic broken. Dimensional and functional inspections were unable to be performed due to significant lens damage. Claim#(B)(4).